Manufacturer narrative:
A partial lead was returned in four pieces. Clavicle crush damage was noted at the 15 cm to 15.4 cm from the reference end of insulation piece b. Outer insulation damage consistent with clavicle crush was noted at 2.0 cm to 2.5 cm, the outer coil was stretched, crushed at 2.0 cm to 5.2 cm from the reference end of middle piece c. The outer coil was broken and the inner insulation was damaged in this region. This is consistent with the observation from the field of insulation abrasion, noise problem and low lead impedance. All other damages found were sustained during the surgical procedure.

Event description:
It was reported that the patient¿s device needs to be repositioned because patient was planning to go for radiation to the right chest for unrelated breast cancer. The right atrial lead exhibited intermittent low lead impedance. During the procedure, low lead impedance and noise was observed with atrial lead manipulation. Insulation abrasion under the sleeve was noted which was suspected to be the cause of noise and low impedance. The lead was explanted and replaced. Device was repositioned. Patient tolerated the procedure well.